Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his lead dislodged due to unsuccessful slitting of the catheter. It was suspected that the lead may have been damaged during the slitting. The lead and catheter were removed, and a replacement lead was implanted with a new catheter. No patient complications have been reported as a result of this event.